Event description:
It was reported that there was an implant failure for a 3.5mm, 9-hole plate with approximately four locking screws and about three cortex screws. There was fracture of the humerus. It was reported there was device loosening, a non-union, and pain/irritation/discomfort. The pregnant female antelope was euthanized as well as the fetus. This is a veterinary case; there is no human patient involvement. This report is for three unknown cortex screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. This report is for three unknown cortex screws/unknown lots. It was reported that the part numbers for the unknown screws may be one vs302.030 and two vs302.045, but this is not able to be verified. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned plate was received intact with minor scratches from insertion/extraction. The accompanying screws reflected damage consistent with implantation and removal. In addition to the plate, three conventional and five locking screws were also returned. The screws did not have any obvious indicators which could be used to identify them, but based on the dimensions and design of the screws they seemed to be: (1) vs302.030, (2) vs302.045, (1) vs303.016, (1) vs303.020, (1) vs303.028, (1) vs303.030, (1) vs303.050. The relevant drawing was reviewed and determined to be suitable to achieve the intended design and dimensional conformity of the returned plate. The provided x-rays were also reviewed when investigating root cause. Based on the x-rays it was evident that eight of the nine holes from the plate were being used to reduce the subject fracture, except for the fourth hole from the head of the plate which did not have a screw threaded through it. Based on the post and pre operation x-rays it seems like the region of the bone which was damaged did not have a lag screw inserted in order to directly assist in reducing the fracture and preventing primary loss of reduction. Since a lag screw was not inserted perpendicular to the fracture line, it is possible that shear forces were introduced which could have led to a loss of reduction. The fact that the patient was a 13.5 year old wild animal (antelope) added other variables to consider when determining root cause. According to details included in the complaint, the antelope was a pregnant female which was suffering from non-weight bearing lameness of the front left leg. Since the animal was pregnant, it is possible that her lameness was attributed to her pregnancy, which could have meant that the injured leg did not have sufficient blood supply for an extended period of time, which reduced the quality of the surrounding bone. Wild animals are also difficult to keep compliant after surgery due to their nature, which is another factor which could have exacerbated the injury and/or prevented the bone from healing as expected post operation. In addition to the lack of a lag screw, reduced bone quality and the possible lack of compliance post operation are all potential root causes. The complaint was confirmed based on the mal-union of the fractured bone which was apparent in the second x-ray image ((B)(6) 2014) which was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Radiographs showed a breakdown of the surgical appliance with suspected refracture of the left humerus. After an emergency c-section, it was noted that the calf was not at full term. Addax had been on IV fluids, pain medication, nsaids and abx, but had not been using left front leg as expected. There were no other surgical options for the humerus. Patient was originally implanted with 5 locking screws and 3 cortex screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.